Event description:
It was reported from the physician's office that a remote transmission came in as an alert. The patient was implanted with an implantable cardioverter defibrillator (ICD) system. Review of the transmission revealed the patient went into atrial fibrillation (afib) with rapid ventricular rate. The rate slowed to 151 bpm and continued for 10 hours. This resulted in no biventricular pacing and the rate was under the detection rate for the vt zone of 162 bpm. The following morning there was an episode labeled as non-sustained ventricular tachycardia (nsvt) at the same time an alert was triggered for short v-v interval, however, it appeared the patient was in ventricular fibrillation (vf) with intermittent undersensing and vf zone detection not being met for therapy to be delivered. The clinician contacted the family and was informed that the patient had passed away. Additional information was received from the clinician that the patient had a history of congestive heart failure. Cause of death was unknown. The clinician stated per the physician, the patient was in a slow ventricular tachycardia (vt) below the vt zone detection rate for several hours. The time of death was unknown so it was possible that oversensing/undersensing occurred as the patient was dying. It was also noted that the r wave sensitivity was programmed at 0.45. The clinician stated when they last saw the patient in their office approximately 2 years ago r wave sensitivity was programmed 0.3. She was unsure when the settings were changed. Had the sensitivity been programmed lower, a shock may have been delivered. The clinician stated the factors contributing to the patient¿s death were likely device programming (r wave sensitivity) and the fact that the patient was in a slow vt for several hours, rather than a device malfunction.

Manufacturer narrative:
Correction: upon secondary review, it was determined that duplicate events had been entered into our quality system and duplicate medwatch reports had been submitted. Please reference regulatory report # 3004209178-2013-15035 submitted on 2013-08-22 for all information regarding this device.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: 694765 implantable tachy lead, implanted: (B)(6) 2010. Product ID: 419688 implantable pacing lead, implanted: (B)(6) 2010. (B)(4).